Manufacturer narrative:
Qn#: (B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: when the surgeon clipped the cystic duct, the clip would not disengage from the applier. The pt's condition was reported as fine.